Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1583 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded into the non-fimbriated end") in a female patient who had essure inserted (lot no. D06935) for permanent contraceptive tubal implant. The patient had a medical history of parity 3, menorrhagia, multi gravida, pelvic pain and obesity. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with remove of essure, hysteroctomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.641 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram: ap view of the pelvis demonstrates bilaterally essure filaments. An hsg catheter was placed into the endometrial canal. 5 ml of non-ionic contrast was instilled into the endometrial canal. 0.5 minutes of fluoroscopic time was utilized for the procedure. Findings: the endometrial canal is normal in appearance. There was no contrast noted within the fallopian tubes. There was no peritoneal spill. Impression: successful occlusion of the fallopian tubes by bilaterally essure filaments . [Pathology test] on (B)(6) 2020: clinical data: patient with pelvic pain, desires removal of essure. Tissues: right fallopian tube and essure device. Left fallopian tube and essure device. Gross description: there is a segment of essure iud measuring about 3 cm, embedded into the non-fimbriated end of the fallopian tube. A separate segment of the metal coil measuring about 2 cm, is also present in the formalin container. The essure device measuring about 4 cm x 0.3 cm is embedded into the non-fimbriated end of the fallopian tube. The metal coil is sticking up out of the fallopian tube segment. Final diagnosis: right fallopian tube with essure device: a portion of transected fimbriated fallopian tube with paratubal cyst. Gross diagnosis: foreign body (essure device). Left fallopian tube with essure device: a portion of transected fimbriated fallopian tube without significant change. Gross diagnosis: foreign body (essure device). [Ultrasound scan vagina] on (B)(6) 2020: indication: essure. Findings: the right essure coil is seen at the level of the uterotubal junction and appears to have a distal placement. The left essure coil is not visualized. Lot number: d06935. Manufacture date: 2014-08. Expiration date: 2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded into the non-fimbriated end") in a female patient who had essure inserted (lot no. D06935) for female sterilisation. The patient had a medical history of parity 3, menorrhagia, multi gravida, pelvic pain and obesity. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with remove of essure, hysteroctomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.641 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram: ap view of the pelvis demonstrates bilaterally essure filaments. An hsg catheter was placed into the endometrial canal. 5 ml of non-ionic contrast was instilled into the endometrial canal. 0.5 minutes of fluoroscopic time was utilized for the procedure. Findings: the endometrial canal is normal in appearance. There was no contrast noted within the fallopian tubes. There was no peritoneal spill. Impression: successful occlusion of the fallopian tubes by bilaterally essure filaments . [Pathology test] on (B)(6) 2020: clinical data: patient with pelvic pain, desires removal of essure. Tissues: right fallopian tube and essure device. Left fallopian tube and essure device. Gross description: there is a segment of essure iud measuring about 3 cm, embedded into the non-fimbriated end of the fallopian tube. A separate segment of the metal coil measuring about 2 cm, is also present in the formalin container. The essure device measuring about 4 cm x 0.3 cm is embedded into the non-fimbriated end of the fallopian tube. The metal coil is sticking up out of the fallopian tube segment. Final diagnosis: right fallopian tube with essure device: a portion of transected fimbriated fallopian tube with paratubal cyst. Gross diagnosis: foreign body (essure device). Left fallopian tube with essure device: a portion of transected fimbriated fallopian tube without significant change. Gross diagnosis: foreign body (essure device). [Ultrasound scan vagina] on (B)(6) 2020: indication: essure. Findings: the right essure coil is seen at the level of the uterotubal junction and appears to have a distal placement. The left essure coil is not visualized. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical device removal was updated to embedded device, reporters, medical history, lab data, patient information, lot no., indication, removal date, and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1583 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.